Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the black box data has been overwritten due to continued pump usage. The review of the available black box data and the alarm history did not reveal any occlusion alarms. The rewind, load cartridge and prime steps were performed successfully with no alarm occurrences. No issues were noted with the force sensor performance. In addition, the pump was exercised for 24 hours with no occlusion events. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.